Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient went to the ER yesterday (last night) around 7 and reported they were having trouble. Patient clarified they think the area in the ER (triage) shut the device off as patient stated that it wasn't communicating. Patient reported their healthcare professional (hcp) thought maybe the device is not working. Agent inquired if patient went through metal detector and patient stated they are not sure. Patient reported when they tried to connect with their ins in ER triage they were unable to connect with their ins and patient reported they had to move away from their medical stuff in triage. Patient stated when they moved away from the medical stuff and sat in a chair they were not able to connect initially for a little bit and stated it said it couldn't connect to the device, then stated they were finally able to connect with their ins.  Patient stated they are trying to be seen by hcp today but hcp can't see patient so one of the nps will be seeing patient today at 9. Agent did not ask about the circumstances that led to the reported issue. Pt was unable to troubleshoot during the call as patient was driving. Patient will call back with equipment when not driving to connect with ins and check therapy status. Pt inquired if there is a car charger for the handset/communicator as patient stated they have a lot of doctor's appointments so patient spends a lot of time driving and stated sometimes when they are driving the external devices have no charge. Reviewed patient can purchase car charger. Reviewed general overview of handset/communicator and therapy. Patient stated their handset is 65% and they are not sure what the communicator charge level is. Patient stated they have tried to use a personal car charger that was not compatible with their external devices.